Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/4/2018 with the following findings: during the investigation, no battery compartment cracks were observed. Evidence of moisture contamination was found inside the battery compartment. A leak test found no leaks in the pump¿s casing. The pump¿s case was removed, and no evidence of additional moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.